Event description:
The customer reported that the system would not start up (no boot). There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.